Manufacturer narrative:
Manufacturing date -- october 20, 2015 ¿ october 21, 2015. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional flow rate test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was unable to prime. This occurred prior to use. The infusor was filled with 20ml of sodium chloride. There was no patient involvement. No additional information is available.